Event description:
It was reported that the ventilator generated a technical error code indicating a communication error. The ventilator failed internal leakage test during pre-use check. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a communication error. The ventilator failed internal leakage test during pre-use check. Our field service engineer investigated the ventilator and replaced the pressure transducer. After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The device logs were not received and no parts have been returned for investigation, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturers ref: #(B)(4).